Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant medical products: 4076, implantable pacing lead, implanted: (B)(6) 2011; 5054, implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported by the patient that "the lead came off with pacemaker the first night" and was "reattached". The patient further reported that six weeks later the device "was not working at all". Additional information obtained from the clinic noted that there was loss of atrial capture but no device issue was known. The lead and device were removed and not replaced. No patient complications have been reported as a result of this event.